Event description:
It was reported loss of sensing was noted during an av node ablation. When the ablation procedure was finished, the intrinsic rhythm was immediately visible and sensed appropriately. No further information is available.

Manufacturer narrative:
(B)(6).